Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer's blood glucose at the time of the incident was 188 mg/dl. The customer states that the insulin pump screen had a crack and that streaks were on the display. Troubleshooting was provided for the partial display but not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on lcd board. Unable to confirm missing segments/partial display and unable to perform any tests due to blank display. Insulin pump received with cracked case near display window corners and cracked on display window noted.